Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as event onset, the patient was hospitalized and was treated with an unspecified medication (dose, route and frequency were not reported) for the event. The patient was discharged 40 days after hospital admission and was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.